Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. Conclusion: it was reported that the patient received a permanent pacemaker following post implant because the ECG showed complete heart block (chb). Chb is a type of conduction disturbance. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects and anatomical considerations. Conduction disturbances are known potential adverse effects per the evolutr IFU, (B)(4), and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the tav, as occurred in this case. Based on the limited information available, a conclusive cause for the reported chb cannot be determined. No further adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, electrocardiogram (ECG) showed complete heart block (chb). A permanent pacemaker was implanted the following day and no further adverse patient effects were reported.